Event description:
The patient reported via the company representative and health care provider (hcp) that when she went to the bathroom it still felt like she had to go on the day after implant. The patient was just implanted ((B)(6) 2015). The patient did not even know if the device was working and did not have therapeutic effect. The patient was upset and "didn¿t understand anything." The patient felt stimulation that was painful, uncomfortable, in the wrong location and it was not helping with her symptoms. The patient was getting ¿all kinds of pins and needles down the right knee, then calf or around ankle.¿ the patient reported that ¿it was awful; her right leg did not feel right foot is sweating, she had tingling in her right buttock¿. The patient had a little bit of uncomfortable stimulation down the lower leg. The therapy was on. No trauma/falls were reported. The patient also experienced positional changes in the feeling of stimulation, tingling and discomfort at the implant site. Decreasing amplitude did not eliminate uncomfortable stimulation but when stimulation was turned off the sensation stopped which made the patient want leave the stimulation off until she could speak with her health care provider (hcp). When asked about her bladder symptoms the patient recalled that she was ¿going every 10- 15 minutes¿ on friday. Yesterday, she was going every 2-3 hours and had diarrhea. The bladder/bowel symptoms occurred on (B)(6) 2015. The stimulation symptoms occurred on (B)(6) 2015. The patient was frustrated that they were trained under anesthesia. The health care provider reported via the manufacturer representative that the patient was hypersensitive to the stimulator and stimulation and demanded an explant. The patient was very vocal about wanting to have the device removed despite efficacy results. The patient still had uncomfortable stimulation despite alteration of pulse width and rate settings. Impedances were normal. The hcp explained in depth that the stimulation could be adjusted to comfortable settings but the patient wanted no part of it. Device explant was planned for (B)(6) 2015. The indications for use were urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
Concomitant medical products: product ID 3037, product type: programmer, patient. Product ID 3889-28, lot# va0tbpa, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care professional (hcp) reported that the entire lead was used for stimulation without the patient noting any response. This was troubleshooting performed related to the lack of effect. The hcp felt that a lot of the patient's dissatisfaction was psychologically rooted and she wanted it to fail from the start. They hypersensitivity to the neurostimulator was resolved.